Event description:
"It was reported that on (B)(6) 2007 the patient underwent a procedure in which rhbmp-2/acs, antegra plate, lordotic cage and synthes instrumentation were used. At an unknown time post-op, the patient developed unspecified injuries."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.